Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)); unknown pad, unknown pad (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, in which a generator was used, the 15-day-old infant patient sustained a second-degree burn in the gluteal region. There was an electrical interference issue and electrical current leakage, but there was no alarm. The rem signal remained green throughout the procedure. The surgery was stopped and the pads were removed, and the burn was treated with medication and dressing. The procedure was canceled and rescheduled.